Event description:
It was reported that the patient had been in the hospital after being implanted. It was unknown if hospitalization was device related. No further information could be obtained despite good faith efforts.